Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: patient information was not provided by reporter. Event date: (B)(4) 2015 is when complaint issue was discovered. (B)(6). (B)(4). The subject device is not expected to be returned to the synthes manufacturer for evaluation. A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Synthes (B)(4) reports an event in (B)(6) as follows: it was reported that during surgery to treat a supracondylar fracture with a locking compression plate for distal femur implant, white residue was noticed on three titanium locking screws prepared for use in the surgery. Two of the screws only had a small amount of residue, so the surgeon cleaned them with an antiseptic isodine solution and implanted them. The third screw had a rather large amount of white residue therefore the surgeon opted not to use it. This report addresses the second implanted screw. This report is 2 of 3 for (B)(4).